Event description:
Patient was connected to home infusion pump. A safety device is used to keep male/female connector and injector from coming apart, however it does not connect to the power port tubing, nor does it cover the max clear connector at the end of each power port needle catheter. In fact, the turtleneck actually keeps the two safety products "married" and opens the flow, therefore the injector may not remove the connector and will not disengage when the connection is broken. The medication will continue to flow, which is contrary to the mechanism of the product and to the reason for using the product. In this case, 5fu was being infused. A patient may be disconnected from the cadd without the pump "knowing" thus causing it to continue running out onto the patient. The patient entered the area to be disconnected from her home infusion pump (cadd). Upon arrival the nurse noticed that the max clear was covered with a white film, which is consistent with chemo (5fu) spillage. The nurse disconnected the patient. A portion of the connection was loose and slightly wet at the hub where connection takes place. The patient stated, "it came off on the way here and I put it back"(which was probably difficult for a lay person to do as one must press inward, hold together and screw it all at once). She stated it had happened recently and had not been that way all night. One could assume since the bag was empty (full volume infused) that if it happened as she described, she received what is considered a full dose. There was a great potential for harm if the patient had not noticed the disconnection immediately. The medication was disconnected per protocol and no exposure to the drug was witnessed by the nurse.